Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) began emitting a constant humming tone. Interrogation of the ICD noted an error message that indicated the ICD had undergone a reset. The ICD was removed.